Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level and insulin pump failed the high pressure test. The customer's blood glucose was in the 40's - 60's mg/dl. The customer's current blood glucose is 284 mg/dl, 169 mg/dl and at the time of incident it was 300 mg/dl. The customer treated high blood glucose with insulin pump and sometimes customer had difficulty in breathing due to high blood glucose. Based on customer report customer does not allege pump was under delivering and drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will be returned for analysis.